Event description:
It was reported that at 12 joules of use during a prostate procedure, the surgical fiber stopped. Time expended: 5 minutes. Upon follow-up, the customer reported that no further detail regarding the procedure or patient outcome was available. There was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal at the bevel edge; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone under the metal cap location; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.